Event description:
It was reported that this left ventricular (lv) lead exhibited out-of-range intrinsic amplitude measuring less than 3mv (milli-volts). Presenting electrogram (egm) showed intermittent loss of lv capture. Stored left ventricular automatic threshold (lvat) measurement showed threshold measurement of 3.3v (volts) with programmed output of 2.5v. At this time, this lead remains in service and no adverse patient effects were reported.